Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a button error alarm as well as a motor error alarm. Customer's blood glucose level at the time 315 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarms noted during testing. The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion, prime, or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and passed the motor test. The pump was received with minor scratches on the display window, a broken reservoir tube lip, missing black o-ring/seal in reservoir tube and cracked battery tube threads.